Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2009 and mesh was implanted. The patient experienced pain, infections, dyspareunia, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the mesh was partially extruded through the anterior vaginal wall, a revision and excision of mesh with cystoscopy was done on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported the patient underwent mesh implantation to treat pelvic organ prolapse. The patient underwent mesh revision/removal on (B)(6) 2011 due to bleeding, pain, bladder and rectal disturbances. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.